Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd angiocath¿ plus IV catheter had foreign matter in it before use. The following information was provided by the initial reporter: "foreign matter".

Event description:
It was reported that the bd angiocath¿ plus IV catheter had foreign matter in it before use. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
H.6. Investigation: three photos and one sample was received by our quality team for evaluation. During visual inspection of the sample, it was observed that the foreign matter was placed onto the tape-like material inside the needle cover. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) testing. The results of this test identified the foreign matter as a thin fiber which reasonably matches with cellulose. Common materials that are comprised of cellulose include paper, wood, cotton and other similar materials. Therefore, the investigation was able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. Upon further investigation, the particle could have been transferred from the manufacturing environment during the assembly process.CAPA#(B)(4) was initiated.